Event description:
It was reported that the clip broke off inside the pt.

Manufacturer narrative:
The contact at the facility stated that there was no pt injury and that the tip was removed. An incident report was filed at the hosp, but they would not release it to stryker. Device has not been returned for evaluation. If received, a follow-up report will be submitted. The lot number which was reported to stryker is missing a digit; therefore, it can't be determined which day in 2006 the device was manufactured.